Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of (B)(6) 2018. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. No product will be returned.

Event description:
It was reported that the nurse attempted to scan the pump and it would not scan to provide device interoperability. The nurse attempted the second time and it was still unsuccessful. The nurse then went on and programmed the infusion manually into the pump using the drug library. Protonix 80mg in 100ml bag was intended to infuse over 24 hours (8mg/hr or 10ml/hr). Instead, 80mg was infused over 40 minutes. There was patient involvement but no patient harm.

Event description:
It was reported that the nurse attempted to scan the pump and it would not scan to provide device interoperability. The nurse attempted the second time and it was still unsuccessful. The nurse then went on and programmed the infusion manually into the pump using the drug library. Protonix 80mg in 100ml bag was intended to infuse over 24 hours (8mg/hr or 10ml/hr). Instead, 80mg was infused over 40 minutes. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit : a26 - insufficient information (3190), b17 - device not returned, c20 - no findings available, d15 - cause not established and g07001 - part/component/sub-assembly term not applicable. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.